Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the guide is bent". There was no report of patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the guide is bent". There was no report of patient involvement.

Event description:
It was reported "the guide is bent". There was no report of patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened sac arterial kit for analysis. No obvious signs of use were observed. Visual analysis revealed two kinks on the guide wire body. One kink was located inside the catheter body, which resulted in the catheter also becoming kinked. Microscopic examination confirmed the damage and revealed that the protective tubing also had two kinks in the same respective locations. Analysis of the lidstock confirmed that the words, "do not bend" are present. The damage observed is consistent with defects related to storage and shipping. The major kinks on the guide wire measured 182mm and 256mm from the distal tip. The guide wire length measured 349mm, which is within the specification limits of 345mm-355mm per guide wire product drawing. The guide wire outer diameter measured 0.511mm, which is within the specification limits of 0.508-0.533 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire. Precaution: allow sufficient guidewire length to remain exposed at hub end of catheter to maintain firm grip on guidewire. Grasping near skin, advance catheter into vessel". The guide wire was advanced through the returned catheter. Resistance was encountered at the location of the kinking on the catheter and the guide wire. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged". The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The returned packaging had signs of folding/creasing upon return. Two kinks were observed on the guide wire body which aligned with the kinks on the protective tubing, pouch, and the catheter body. Despite this, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states, "do not bend". Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.